Event description:
It was reported that the patient had tenderness like burning sensation around the midline incision site. It was also noted that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7103701.